Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 4 not detected on bus. Customer stated that the drawer failed when tried to issue medication to patient it causing malfunction and there were delay in patient care work flow. There were no adverse events or injuries reported based on this event.